Event description:
A copy of the pathology report was received which indicated that the pt presented with chest pains and symptoms of acute left heart failure within a few hours after admission. The cause of death was acute left heart failure secondary to mechanical failure of a mitral valve prosthesis.